Event description:
Pt was scheduled for a laparoscopic cholecystectomy with operative cholangiogram as an outpatient. After finishing the cholangiogram, the instrument was reinserted into the abdominal cavity at the most lateral port. The assistant surgeon grasped on the video scope camera, the grasper seemed to be malfunctioning, so it was withdrawn. It was missing a locking screw about 2mm in length. The screw was unable to be located. The laparoscopic surgery proceeded and the pt was discharged in stable condition. The 2mm interlock screw remains in the peritoneal cavity.